Event description:
Upon removing the ioban drape at the end of the case it was noted that the skin was tearing.

Manufacturer narrative:
The device lot number was not provided by the reporting facility, so only the primary device identifier is provided in this report due to the lot number being unknown.